Event description:
Customer reported a past low blood glucose event, although the specific value was unknown and only displayed as "low." Cause was not known. The customer consumed carbohydrates to address the low blood glucose and consulted with a healthcare professional after the event. Technical support will close the case once the customer uploads pump data.